Event description:
It was reported that the wireless recharger's battery gauge repeatedly blinks green up and down, making charging impossible. The possible contributing factors were unknown. When the power button was held down, the light briefly turned off, but when released, the flashing resumed without improvement. The issue was then handed over to the person in charge. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.